Event description:
N/a.

Manufacturer narrative:
Additional information: contact person phone number: (B)(6). A getinge field service engineer after testing, it was found that there was a problem with the maintenance kit. The maintenance kit needed to be replaced. There were no casualties. It is waiting for repair. No further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character restrictions in block e1: event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup inspection, the cs100 intra-aortic balloon pump (iabp) unit failed to inflate automatically. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.